Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a chordae rupture. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. The patient was presented with there was a prolapse and a flail anterior. Two mitraclip were implanted with no reported issue, reducing mr to grade 2-3. In a follow up, the patient felt shortness of breath. Echocardiography imaging showed there was a flail on the medial site. The physician believed it was a new chordae rupture. On (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4 with flail. The first clip was attempted; however, it was not possible to grasp both leaflets. The clip was removed, and another clip was advanced to the mitral valve. However, it was not possible to grasp both leaflets. The clip was removed with no reported issue. The procedure was aborted with mr remained at grade 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury (chordal rupture) could not be determined. The reported dyspnea (shortness of breath) appears to be related to the tissue injury. The reported patient effects of tissue injury and dyspnea as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 health effect-impact code 1918 removed.